Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the battery longevity was less than anticipated. The device was found at end of life without any telemetry. At the patient's visit seven month earlier, the longevity was projected to be three years. The device was explanted and replaced. No patient complications have been reported as a result of this event.